Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on an unknown date. Patient's legal counsel reports patient allegations of personal injuries. There has been no reported revision procedure. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel reports patient underwent a right total hip arthroplasty on (B)(6) 2005 and a left total hip arthroplasty on (B)(6) 2009. Subsequently, legal counsel for patient reports patient underwent a left hip revision on (B)(6) 2013, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, metal poisoning, metallosis, dysfunction, loss of range of motion and elevated metal ion levels.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on an unknown date. Patient's legal counsel reports patient allegations of personal injuries. There has been no reported revision procedure. Additional information received from patient¿s legal counsel reports patient underwent a right total hip arthroplasty on (B)(6) 2005 and a left total hip arthroplasty on (B)(6) 2009. Subsequently, legal counsel for patient reports patient underwent a left hip revision on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, metal poisoning, metallosis, dysfunction, loss of range of motion and elevated metal ion levels. No revision has been reported for the right hip. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in the revision operative report noted the left hip revision took place (B)(6) 2013.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation related to the reported event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions." And "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 5 of 6 mdrs filed for the same patient (reference 1825034-2013-03230 & 2014-01248/-01321/-01322/-01323/-01324).